Event description:
Complainant alleged that while monitoring a pt (gender and age unknown), the device lost power. The complainant indicated that the device malfunction had no adverse effect on the pt.